Event description:
It was reported that error 253: "lasing and safety-pyro low limit fail" displayed. The procedure was not completed due to this event. Boson scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error 253: "lasing and safety-pyro low limit fail" displayed. The procedure was not completed due to this event. Boson scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse replaced and aligned the 45 degrees mirror. Alignment and correction of all mirrors was performed, and the system was calibrated. It is likely that the 45-degree mirror was defective requiring replacement and pyro board required calibration. After the fse performed the mirror replacement and board calibration, the issue was resolved, and the unit was within specification. Based on available information, a conclusion code of cause traced to component failure was assigned to this investigation.